Event description:
It was reported the patient received an sjm aortic valved graft. Postoperatively, the patient had to return to surgery due to leakage at the juncture of the sewing cuff and graft. The surgeon transfused the patient and used bioglue to stop the leakage. The valved graft remains implanted. Additional information has been requested.